Event description:
A 38 yr old female uderwent laparoscope sterilization with bbipolar cautery. During the procedure the graspers of the hirsch bipolar forceps become detached from the instrument and were lying in the abdomen. The pt underwent essential llaparotomy for removal of the foreign body. The pt then had a left partial salpingectomy. The right tubal ligatioal cord had previously been completed. The pt was kept overnight and discharge home.